Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack that was increasing in size. Caller stated that the damage occurred as a result of the customer wearing the insulin pump while participating in multiple sports. The customer's mother stated that the customer had been experiencing blood glucose levels over 500 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.